Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella cp device for mechanical circulatory support. The patient was admitted to the hospital with shortness of breath and was taken to the cardiac catheterization laboratory. The patient was found to have left main coronary artery and right coronary artery disease. The patient¿s ejection fraction was determined with echocardiogram to be 10-20% and the patient had an end-diastolic pressure of 40 mmhg. The impella cp was prepped; however the physician was unable to cross the aortic valve due to aortic stenosis. The impella insertion was then aborted, and the patient was taken to the operating room for a coronary artery bypass graft and aortic valve replacement. No patient harm was reported due to the impella cp aborted implant.

Manufacturer narrative:
A2, 4: patient age and weight is unknown. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D.1 revised brand name as it was entered incorrectly on the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had severe aortic stenosis preventing successful delivery of impella. Device history review: the guidewire passed all the post sterile inspection checks.